Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed flow accuracy test under infusing at an error of -10.683%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be four premium components which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed flow accuracy testing, under infusing at an error of -10.683%. No additional information is available.